Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated on 05/13/2016 with no defects found - only 6 test strips returned. Control solution not returned for evaluation.most likely underlying root cause of malfunction: environmental testing conditions.

Event description:
The customer called regarding erratic readings from her true metrix air meter. Upon running control test with a lv. 1 solution, the meter read well above the lv. 1 range. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11-30-2016 and open vial date is (B)(6) 2016. There are no results in the memory other than the two listed. The meter memory was reviewed. True metrix air 182 (B)(6) 2016 07:32:00 am fasting; true metrix air 186 (B)(6) 2016 07:34:00 am fasting.